Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high defibrillation threshold measurements and was returned for analysis. The device was retrieved from archive for further investigation.